Event description:
Related manufacturer report number: 2916596-2022-00569.

Manufacturer narrative:
Manufacturer investigation conclusion: although the report of low speed and pump stop events were confirmed based on the evaluation of the log file provided by the account, a specific cause for the reported events cannot be determined through the evaluation of the returned pump. The pump was returned assembled with the driveline (dl) cut approximately 0.5¿ from the pump housing. An additional 6¿ of the driveline was returned and the distal portion of the dl was not returned. It should be noted that the additional 6¿ driveline segment did not return with the driveline underneath. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outflow elbow was returned detached from the pump's outlet port. The sealed outflow graft was returned in multiple segments; one segment was attached to the outflow elbow. The sealed outflow graft bend relief collar was present above the sealed outflow graft bend relief. The pump appears to have been exposed to a fixative (e.g. Formaldehyde) post-explant. The submitted log file revealed low speed and pump stoppage events on (B)(6) 2021, while the patient was supported by the power module and mobile power unit. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to a potential electrical short. The evaluation did not reveal a device-related issue that would have contributed to the reported pump stoppages; however, the entire driveline was not returned for analysis. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional or flow issue. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18aug2020. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C. Is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The heartmate ii lvas patient handbook rev. C is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patients waveforms were sent for review. The data showed numerous pump stops and low speed advisories between (B)(6) 2021 and (B)(6) 2021. These issues only appear to be occurring while the device is connected to the power module/mobile power unit. There were no other unusual events recorded in log file history. There was potential concern for an area where the shielding appeared to be worn down. On (B)(6) 2021 the patient received a pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.